Manufacturer narrative:
A device history record review was completed for provided material number 306573 and lot number 3144547. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, one (1) picture sample and the affected physical sample were returned for evaluation by our quality team. Through examination of the sample, the plunger rod was observed broken so it could not be properly assembled to the stopper component. Although an exact manufacturing cause could not be determined, it is possible that the plunger became damaged during the plunger assembly process. In this step, the plunger is assembled by pressure. If the machinery is not well adjusted, the pressure may cause damage to the plunger rod which would then become detached from the stopper after the vision inspection system. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. H3 other text : see h10 manufacture narrative.

Event description:
The putter of pf rod loose.